Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that unable to add item from pis to the approval queue on the es server. A technical support specialist (tss) informed the customer to follow the steps to navigated to the approval queue page by selecting medications, approval queue and go to facility dropdown, selected the correct facility. Then, customer refreshed the page by clicking the refresh button or pressing the f5 key on the keyboard, ensuring that the newly selected facility remained selected. After confirming this, customer proceeded to add the formulary items to the approval queue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, user had selected the desired item from the list and pressed add, but the system had returned an error message as please select one or more items from the list. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.